Event description:
It was reported, there was a 50% or greater symptom reduction. The cause of the event was not determined and it was unknown if it was device related. The patient¿s next appointment was scheduled for 2015 (B)(6). It was reported the impedances for both the left and right implantable neurostimulators (ins) were normal. A shunt series was obtained in (B)(6) 2014. There was a small kink of the wire of the left deep brain stimulator (dbs) approximately 1.3cm from the lead connector. The patient¿s next appointment was scheduled for 2015 (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37612 lot# serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# v011138, implanted: 2006 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 64001, lot# n251181, implanted: 2011 (B)(6); product type adapter product ID 3387-40, lot# j0214131v, implanted: 2002 (B)(6); product type lead product ID 7495lz66, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 64001, lot# n251185, implanted: 2011 (B)(6); product type adapter. (B)(4).